Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: air/water cylinder dirty, distal end cover chip/dented, dented switch box, scratch on bending section cover or distal sheath (black covering of the bending section), worn out angle wire, bending rubber/sheath cover cut/ damaged/ or scratched, and foreign materials was found in the auxiliary water channel and air/water nozzle due to due to insufficient or incorrect reprocessing. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted service request on an evis exera iii colonovideoscope, for instrument not blowing air. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the returned device, foreign materials was found in the auxiliary water channel and air/water nozzle due to insufficient or incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to be due to the following: reprocessing method conducted by the user was deviated from method recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with the IFU. The IFU reprocessing manual states as follows regarding insufficient reprocessing and cleaning immediately after procedure: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." The following statement within the IFU states use of the a/w (air/water) nozzle cleaning adopter to prevent a clogged nozzle: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.